Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Medwatch (B)(4) received will be included with the report.